Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a ramp echocardiogram (echo) was done on (B)(6)2024 and it was suspected that the intentional pump stop button might have inadvertently been pressed during the study. Log files confirmed a pump stop due to the intentional pump stop button being activated briefly at the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed via the submitted log files. The submitted log files collectively spanned approximately 46 days (02apr2024 ¿ 17may2024 per time stamp). The log file captured the pump stop command being received on 07may2024 at 11:27:46, which resulted in the pump speed dropping to 130 rpm. The pump speed was then captured above the low-speed limit at 12:07:32. The remainder of the log file captured the pump operating within the expected range without issue. No additional pump stops were observed. There were no other notable alarms active in the log file. The system monitor was not returned for analysis. The provided information stated that it was suspected that the intentional pump stop button might have inadvertently been pressed during the study. The heartmate ii lvas instructions for use (IFU) how to use the pump stop button to turn off the pump via the system monitor. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0. The countdown lasts for 10 seconds. This section also instructs that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the pump off alarm message appears, the pump resumes at the previously set mode and speed. The IFU also covers all alarms, the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported pump stop was determined to be due to the user pressing the pump stop button on the system monitor; however, it is unclear if it was intentionally pressed. Device history records could not be reviewed due to the serial number of the system monitor being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. Heartmate ii instructions for use (IFU) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.